Event description:
Lab student was using a urine container in the lab when she accidentally stuck herself with contaminated needle embedded in cap of device. This is the second such event we have had at our facility. [Prior event occurred within last yr with new employee]. The device is a bd vacutainer for urine with a blue cap. It has a yellow sticker on the top which states "pt: do not remove label/nurse: replace label after sampling." It is not clearly labeled that it contains a needle under the label. This student stuck her finger in the hole- unaware that it was a needle and sustained a puncture wound. This necessitated follow up for possible exposure to blood born pathogens.